Manufacturer narrative:
Results: the pet lock was pulled back on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly and the pull tube was retracted; the pusher assembly was kinked approximately 4.5 cm from the proximal end; the embolization coil was detached from its pusher assembly and was kinked. Conclusions: evaluation of the returned device revealed that the pet lock was pulled back on the proximal end of the pusher assembly. This type of damage typically occurs due to improper handling during use. If a pull force is applied to the pet lock on the proximal end of the pusher assembly hypotube during retraction, the pet lock may become pulled back, at which point the pull wire may retract. If the pull wire is retracted, then by design, the embolization coil will detach from its pusher assembly. The pull wire being retracted, after the pet lock was pulled back likely caused the unintentional detachment inside the other manufacturer¿s microcatheter. Further evaluation revealed that the proximal end of the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging of the device for return. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery for a type I endoleak repair using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed a pc400 coil into the target vessel using another manufacturer's microcatheter; however, the pc400 coil was not forming correctly. Therefore, the physician decided to retract the coil. While retracting the pc400 coil, the physician experienced resistance and subsequently, the pc400 coil unintentionally detached within the microcatheter. The microcatheter containing the detached pc400 coil was removed from the patient, then the detached coil was retracted from the microcatheter. The procedure was completed using another manufacturer's coils. There was no report of an adverse effect to the patient.